Event description:
It was reported that there was a malfunction resulting in alt o2 failure prevents use. There was no patient involvement.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that the complaint information provided that the device had automatically transitioned to alternate o2 with continued oxygen flow. Any subsequent adjustment to the flow or agent settings are not required to prevent serious injury and thus are not reasonably likely to require reportable medical intervention. The anesthesia provider titrates to a desired effect. Other vital signs are used in addition to vaporizer dial settings to determine the titration to effect results: monitoring of oxygenation, ventilation, circulation, and temperature are standard for basic monitoring. However, the clinician, who is in constant attendance at the patient bedside, can monitor patient sedation level clinically or with patient monitors (i.e. Bispectral index measures) and titrate sedation to the desired effect. This titration is considered to be within a clinician's normal operating practice. When unit switches to alt o2, it notifies the user via the screen. Manual and mechanical ventilation remain functional via alt o2. Reported complaint will be noted during preuse testing, as contained in the user manual. Per sr, equipment was checked and found to function within mfrs specs. Reported complaint could not be duplicated.